Event description:
It was reported that faradrive steerable sheath clear was selected for use during a pulsed field ablation (pfa) case. While inserting the farawave device, the physician noticed air when drawing back. Visible air was in the side port. It is believed it came from the valve. Hence, the device was replaced. The procedure was completed successfully by using different device, same model. No patient complication was reported. According to physician, this is the 2nd of the same event (the exact product information for this other case was not disclosed). The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported air ingress event was confirmed. Laboratory analysis of the returned faradrive sheath revealed tears in the internal valve, creating a leak path. Additionally, the hemostatic valves were observed to be deformed. Device history record review: the manufacturing batch record review confirmed that the device met all material, assembly, and performance specifications. Device technical analysis: the referenced faradrive sheath was returned for analysis. During visual inspection of the device, the faradrive sheath was returned with its dilator still inserted, resulting in the removal of the dilator to proceed with further analysis. Microscopic inspection of the hemostatic valves found tears in the internal valve. During leakage test, an attempt to purge air out of the sheath by injecting deionized water was unsuccessful as deionized water was observed to leak from the hemostatic valves due to the prolonged insertion of the dilator. Finally, media inspection of the attachments observed visible air/bubbles during device use. Additionally, the hemostatic valves were observed to be deformed as the valves were unable to revert to its closed state, which was not originally reported, which must have occurred during transportation or storage of this device. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use. Risk assessment: a review of the faradrive sheath risk documentation was completed and confirmed that the event of visible air/bubbles was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of cause traced to device design for the allegation of visible air/bubbles as inspection found tears in the internal valve.

Event description:
It was reported that faradrive steerable sheath clear was selected for use during a pulsed field ablation (pfa) case. While inserting the farawave device, the physician noticed air when drawing back. Visible air was in the side port. It is believed it came from the valve. Hence, the device was replaced. The procedure was completed successfully by using different device, same model. No patient complication was reported. According to physician, this is the 2nd of the same event (the exact product information for this other case was not disclosed). The device is expected to be returned for analysis.